Event description:
It was reported that (2) devices were used during an unk procedure. It was reported by the affiliate that the ems instruments misfired. No other info at this time. More info to follow.